Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pancreatectomy, the stapler would not fire. Tried on three different reloads. They opened another handle to complete the case. There was no patient injury.